Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer that reported the enable button was sticking intermittently. There was no report of harm to the patient or operator.